Manufacturer narrative:
Event is now considered a serious injury since device was explanted. (B)(4)

Manufacturer narrative:
Additional analysis of the pump (sn (B)(4)) finished the destructive analysis. No additional anomalies were found during the retest and destructive analysis. (B)(4).

Manufacturer narrative:
Analysis of the pump found that upon receipt, the pump was running in simple continuous mode. The pump logs were gathered and there were no anomalies in the pump memory. The pump had an infusion accuracy test failure. Miscellaneous overinfusion of undetermined root cause was found. (B)(4)

Event description:
It was reported there was suspected pump overinfusion. It was reported there was a volume discrepancy where the expected residual volume was 7.4 ml and the actual residual volume was 0ml. It was reported the physician checked the volume injected and followed the instructions for the refill. It was stated there would be monitoring of the volume discrepancy at the next refill, and if the discrepancy remained, the pump would be replaced. It was reported the patient ¿referred¿ pain relief only after the refill, but the therapeutic effect was lost a few days after the refill. It was stated the patient only had a return of pain at the pump. The patient status was noted as alive with no injury. The pump was used to deliver morphine and midazolam. Additional information reported the pump would be checked again on (B)(6). Additional information reported the physician decided to delay the follow up until the next week.

Event description:
Additional information reported the volume discrepancy was confirmed. It was noted the expected residual volume was 11.5ml, and the aspired was 7ml. It was noted the patient was well with no symptoms. It was stated the health care provider (hcp) decided to replace the pump which would be done that day of report or the following day. Additional information confirmed the pump was explanted.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, ¿synchromed ii implantable drug infusion pump ¿ overinfusion¿ ((B)(6) 2014).